Event description:
Nursing opened the package and observed the small metal ball on the accuslide was missing. This set was not used on a pt.

Manufacturer narrative:
MFR's report date 3/20/98. One sample was returned to the MFR for eval and found to have the ball dislodged from the accuslide. The MFR has investigated this issue and microscopic eval revealed indentation on the membrane of the administration set indicating that the ball was positioned too high in the slot. The ball and slot were measured and both were found to be in nominal specification. The following corrective action has been implemented: 1. All assemblers were notified of this issue and were retained on the importance of a ball in the assembly. 2. The assembly process has been changed to add a slide activation, or cycling to ensure the ball moves with the slide. 3. Post activation, the assembly is inspected to ensure the ball is present. The set has been received, however the evaluation has not been completetd at the time of this report. A follow-up report will be filed when the evaluation has been completed.manufacturer's report date 03/25/1998. No sample was received for evaluation.